Manufacturer narrative:
Philips investigated the issue and found that the total dose received by the patient during the procedure was 0.09983 gy. The philips field service engineer performed level 1 image quality checks and determined that the system was working within specifications. The received dose reports show system settings that correspond with a dose of 0.09983 gy. We received information from the hospital that no examinations prior or after the procedure were performed in that hospital which make use of radiation (e.g. CT, angio, bucky x-rays, radiation therapy, etc). The reported dose of 0.09983 gy is on itself so low that this could not lead to radiation related injuries. Taking into account that the system performed within spec and no other procedure with x-ray was performed we cannot confirm a root cause for why a dose of 0.09983 gy caused radiation burns. A possible cause could be that the patient had a previous procedure on an x-ray system in another hospital, shortly before or after the 0.09983 gy procedure, the skin burn can be caused by that procedure. When multiple examinations are performed on the same patient in short succession the combined radiation doses from these examinations could lead to radiation related injuries when they surpass 2 gy cumulative dose. Another possibility is that the cause of the skin burn is not x-ray radiation. (B)(4).

Manufacturer narrative:
When investigation is completed, a follow up report will be sent to FDA. (B)(4).

Event description:
The customer reported that after a diagnosis procedure the patient suffered from skin burn. The dose report gave the following information: cumulative fluoroscopy time was 9.51 minutes. Cumulative air kerma was 0.09983 gy. Total number of acquired runs: 13. Total number of acquired images; 1056. Total number of acquired exposure images: 363.